Event description:
Info as reported to davol: the endo-flo tubing was being used to infuse fluid under the skin to harvest grafts in a burn case. A (non-davol) 18g l/l needle was connected to the end of the device. When the nitrogen was turned on to 90psi, it caused the luer adapter on one side of the stopcock and the needle that was attached on the other side of the stopcock separated under pressure. The needle stuck the surgeon above the eye. This only required a band-aid and the needle had not yet been contaminated. As this event resulted in a minor injury to the user an MDR has been filed to document this event.

Manufacturer narrative:
Investigation found that the user was using the product for an off label indication. As indicated, the endo-flo irrigator is designed to provide controlled powered irrigation during laparoscopic procedure. The user exceeded the maximum pressure prescribed in the IFU. The IFU states "this is a high pressure, compressed gas driven pump, and it should be operated at the lowest pressure settings compatible with adequate irrigation, never exceeding 80 psi, to stay within specified impact pressure of the device." Further to that they attached a needle to the end of the device which further reduced the flow of air through the unit. The event as reported was not device related.